Event description:
A clinic reported six patients experienced corneal difficulty following cataract extraction surgery. This patient experienced moderate corneal opacity, corneal endothelial cell injury and increased intraocular pressure (iop). Patient outcome reported as "recovered with sequelae".

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.